Manufacturer narrative:
H3, h10: remove.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 189 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.